Event description:
It was reported that the patient was placed on protekduo after an lvad was inserted for right ventricular dysfunction. Insertion went smoothly; however, it was indicated that the patient was brought back to the operating room for bleeding two hours post insertion. At that point a pulmonary artery rupture occurred. It was unclear from the operating staff whether or not the rupture was due to surgical exploration or due to the manipulation of the protekduo in the pulmonary artery. The patient was stabilized on va ECMO and the protekduo was removed "emergently." No further relevant information has been received to date.